Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that the complete lead was returned with helix retracted and dried blood/body fluid was noted in the lumen. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the guidewire test or helix mechanism testing due to the presence of blood/body fluid.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc) approximately two months post implant. No lead dislodgement was noted under fluoroscopy. An invasive procedure was performed. An attempt was made to reposition the lead, however, the helix would not extend after multiple repositioning attempts. The lead was explanted and replaced. No additional adverse patient effects were reported.